Event description:
Product development reported that during a surgeon meeting, the surgeon reported that all of his philos plates come out routinely through an arthroscopic procedure. Reportedly hospital for special surgery is compiling a series on plate impingement with philos. At this time specific event info is unk. This is the second of two reports for this reported issue.

Manufacturer narrative:
This event was reported to synthes complaint handling on (B)(4) 2011. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.